Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 52 mg/dl. The customer treated the low blood glucose level by consuming food and cookies. Customer alleged that the correction factor and basal rate settings on the pump needed to be adjusted, causing the low blood glucose level. Tandem technical support advised the customer to consult with a healthcare provider regarding the pump settings and call back if the low blood glucose reoccurs.